Event description:
This report is being filed after the subsequent review of the following journal article: arora, r. Et al (2012). Behaviour of chronos inject in metaphyseal bone defects of distal radius fractures: tissue reaction after 6-15 months. Injury, int. J. Care injured, 43, 1683-1688. The authors studied six patients (three men and three women) with a mean age of 70 years (range, 62-81 years) between 2006 and 2008 with a dorsally displaced distal radius fracture who were treated with synthes chronos inject application into the metaphyseal bone defect and open reduction and a volar locking plate, synthes 2.4 millimeter locking compression plate (lcp) distal radius plate. During implant removal (average 11 months), a two millimeter diameter biopsy was obtained from the region of the previous cement injection for evaluation. Two patients required implant removal due to flexor tendon irritation. A 70 year old male experienced loss of reduction post-operatively due to a highly comminuted and unstable situation which could not be neutralized with the locking plate resulting in a dorsal tilt of 25 degrees. The authors reported that small amounts of chronos inject were detectable in human patients 15 months after implantation into a distal radius bone defect, indicating chronos inject was integrated into the newly formed trabecular bone network. This is a serious injury/reportable malfunction report for one patient: a (B)(6) male experienced loss of reduction post-operatively due to a highly comminuted and unstable situation which could not be neutralized with the locking plate resulting in a dorsal tilt of 25 degrees. This is report 2 of 2 for complaint com¿041625. This report is for an unknown 2.4 millimeter lcp distal radius plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Arora, r. Et al (2012). Behaviour of chronos inject in metaphyseal bone defects of distal radius fractures: tissue reaction after 6-15 months. Injury, int. J. Care injured, 43, 1683-1688. This report is for an unknown 2.4 millimeter locking compression plate distal radius plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.